Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked from the in-line filter site. The leak was identified during infusion with etoposide on a pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b3: (add event date omitted on initial). H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.